Event description:
During a laparoscopic cholecystectomy the instrument did not operate properly during the procedure. The device produced scissored clips. The event did not change the original intent of the procedure. There was patient consequence.